Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, that the monitor did not supply power or voltage. The event occurred during inspection for use on an unspecified diagnostic procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no power or voltage supplied occurred due to power supply printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with a similar device. No delay was reported.